Event description:
Product name: vision source fresh day multifocal contact lenses manufactured by sauflon pharmaceutical's ltd, imported by: (B)(4) catalog #c29md56iqzr1, lot #u0019706 bc 8.6 dia 14.1 pwr -2.25 high add product quality problem. Several did not appear to be the correct prescription and did not properly correct my vision. Had to discard and try another lens. I have occasionally come across a lens that didn't feel right, but 5 in a box probably a problem.